Manufacturer narrative:
Product event # (B)(4). Evaluation process: unit received in fair condition with very minor surface imperfections. Power cord was received. No handpieces nor user manual were received. Internal visual inspection revealed no loose or broken components. Front panel overlay has large scratches and will be replaced. Unite delivered rf energy correctly into fixed resistors. To establish that the unit delivered energy correctly in cut and coag modes, the active burn-in portion of test procedure tp-0048 was performed. The unit passed with no issues. Root cause: reported low power behavior could not be duplicated in the service department. The generator delivered rf energy into fixed resistors in accordance with specifications. (B)(4).

Event description:
Physician provided feedback that plasmablade causes more bleeding versus traditional electrocautery. The doctor took no additional steps or intervention during the procedure to control bleeding.

Event description:
Physician provided feedback that plasmablade causes more bleeding versus traditional electrocautery. The doctor took no additional steps or intervention during the procedure to control bleeding,

Manufacturer narrative:
(B)(4). Method: generator is not available for return and inspection; facility continuing to use with no further issues. Eval code results: generator is not available for return and inspection; facility continuing to use with no further issues. Product event: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.